Manufacturer narrative:
No patient information available. Device evaluation: the device and marker band were evaluated on (B)(6) 2018. The reported complaint was confirmed. The marker band was a clean disconnect from the catheter. The band and epoxy on the catheter exhibits no damage. It was noted that one fiber may be dead at the tip of the device. The proximal coupler of the device showed no damage. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
A procedure commenced to treat a left superficial femoral artery lesion. It was noted that the lesion was noted to be plaque. Once the laser catheter got through the lesion, the catheter was pulled back, and it was noted that the marker band had detached from the distal tip of the device, and was still present on the wire. The team used a balloon to retrieve the marker band. Another device was used to complete the case with excellent result. There was no reported patient harm.